Event description:
The account alleged the head function of the unit would rise but not lower.

Manufacturer narrative:
The tech found the bed had a bad motor control box. The tech replaced the motor control box to repair the bed.